Manufacturer narrative:
Sc-1110 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was suspected to be non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was unable to charge the ipg. The patient underwent a battery replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was suspected to be non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was suspected to be non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to fu #2 MDR should have been: (B)(6) 2018.

Event description:
A report was received that the patients ipg was suspected to be non-functional. The patient will undergo a revision procedure.